Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that the patient was able to get the recharger in a good location and start charging the ins. The patient reported that the ins was completely depleted, and after charging for 40 minutes, it was "only at 40%." The patient reported that they had excellent coupling but then they let the screen go dark, and when they checked the controller, they had to start again and the coupling changed from excellent to good without the patient moving. The patient stated that they used the belt the last two days and tried to connect for over an hour with no success. The patient reported that the ins does not feel like it's sitting flat and seems to be moving all over when touched. No further complications are anticipated.